Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt experienced overstimulation while sitting in her car. Afterwards, she turned the stimulation off with her programmer. Later that night, the charger and programmer were unable to communicate with the ipg. An sjm representative met with the pt to resolve the issue, but was unsuccessful. The pt was sent a new charger to resolve the issue, and was unsuccessful yet again. X-rays were taken and did not reveal any anomalies. The ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
(B)(4) has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.